Event description:
It was reported that this right atrial lead exhibited low amplitude and loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.